Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos printed circuit board was replaced. The system's software was reloaded and the bios configuration was reset and the nodes were rebuilt and restored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's control panel would not work and the corrupted software error message was displayed. No pt injury was reported.